Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned to manufacturer.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. The lancet remained in the caller's finger. No medical treatment required. No adverse event reported. Requested return of suspect device, however the lancet device has been discarded; replacement was sent.